Event description:
Prograsp forcep instrument's wrist would not bend during procedure. No obvious loose or broken wires present. Defective instrument removed from sterile field and replaced. No obvious injury to pt, pictures taken of defective instrument with lot number showing. Reason for use: robotically-assisted laparoscopic hysterectomy. Event abated after use: yes.